Event description:
It was reported that the patient presented in the operating room for a lead revision due to decreased pacing lead impedance and high capture threshold. The lead was repositioned successfully. The patient was doing well.